Manufacturer narrative:
An event regarding a revision due to tibial loosening involving a triathlon baseplate component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed because the device was not returned for evaluation. -medical records received and evaluation: not performed as medical records were not provided. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar reported events for the lot referenced. Conclusions: it was reported that the patient was revised due to tibial loosening. The baseplate, stem and insert were revised to a triathlon ts components. Further information such as evaluation of the explanted devices, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Physician removed a loose tibial component and replaced with a triathlon ts.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Physician removed a loose tibial component and replaced with a triathlon ts.